Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. A follow-up report will be submitted upon completion of evaluation, or if additional relevant information becomes available. A batch review was conducted and no deviations were found during the manufacture of the lot.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual inspection of the sample did not identify any defect. A leak in the set was identified during pressure testing. However, the cause could not be determined.

Event description:
A customer contacted a baxter sales representative to report one clearlink continu-flo w/2 portmanifold - 10dpm nv set in which a leak was observed "at the spike area". According to the report, the customer stated that there was no patient injury in association with this event. No additional information is available.